Manufacturer narrative:
One opened package containing a used stone extractor was received. The distal cannula and one complete basket wire were separated from the stone extractor shaft. Both ends of the short wire of the basket were still attached to the distal cannula. One strand of the long, continuous wire was still attached at the handle and extends past the distal end of the basket coil and sheath. The long wire then shows evidence of where it had been looped and formed into a basket. The end of the wire had a cone-shaped appearance that is characteristic of being pulled to separation. Closer examination of the distal cannula revealed that the two ends of the shorter wire was still attached in place. There is also a hole where the longer wire was pulled through. The remaining hole, had a small piece of wire protruding from the proximal end of the distal cannula. This small piece of wire had the appearance of being slightly pulled, but also has been bent and broken appearance. The basket most likely was caught on an instrument of undetermined origin and one wire was pulled to separation on the distal side of the cannula. The distal cannula was then able to slide over the separated continuous wire while the other side of the continuous wire bent and separated on the proximal end of the cannula. Excessive force has been determined to cause this event.

Event description:
Stone basket was placed in ureter to capture stone. The basket was opened to capture the stone. Once the basket was captured the surgeon tried to close the basket and when he did the end of the basket broke off. All parts were retrieved from the patient. Additional information received 2/25/2010. A n circle 2.2 fr nitinol stone basket was used to remove the basket from the patient. The basket was removed from the pt's ureter. A laser was not being used at the time of the product failure and the patient did not have any issues post procedure. Patient was discharged the next day without complication. No harm to patient reported.